Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. Upon investigation, the cable connecting the distribution node (dn) to the rear therapy electrodes and the cable connecting ECG a, ECG b, and the front therapy electrode were pulled from the strain relief. The root cause for the strained cables was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had a damaged cable.